Manufacturer narrative:
Tracking #.44578. D5,6; h4: info not available, device not returned for analysis.

Event description:
The device was used during a gastrectomy procedure. It was reported by the affiliate that the firing knob jammed. A tcr75 cartridge is being sent with this device. There was no pt consequence.